Event description:
No additional information received from customer.

Manufacturer narrative:
Added b5, d4, h2, h3, h4 device returned and not reproduced: based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had e315 scope communication error code. There were no reports of patient [harm/involvement].

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.